Event description:
Pt admitted with angina of 20 to 30 minute duration. Unrelieved in the ER a bolus dose of heparin and an IV of heparin at 1000 u/hr. Follow-up to this was a ptt level ordered for 2200. Lab results reported incorrect due to stirring arm in equipment to keep reagent suspended, was stopped. Pt was discharged 5/20/96.